Event description:
It was reported that a malfunction alarm occurred with the pump, identified as malfunction code malf 0, which was not resettable, and there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to replace the pump, and the customer would use a backup therapy involving multiple daily injections (mdi) to ensure continued insulin delivery. Additionally, the customer was instructed to put the pump into storage mode and return it using a pre-paid label within 10 days.